Manufacturer narrative:
Analysis was unable to confirm customer fault and perform the temperature test as drill bit was not locking. The motor was not running smoothly. Handpiece was not cosmetically ok. Motor cable assembly, nose cone and mid-section assembly found faulty and need to be replaced. Nose section and mid-section assembly were corroded. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via distributor that a handpiece was getting heated, drill bit wobbling and collet issue post- operatively. There was no patient involvement.